Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position there was difficulty advancing the crimped valve on the commander past the tip of the esheath. With excessive force the valve was eventually advanced through the esheath and into the abdominal aorta. There was noticeable damage to the tip of the esheath on fluro. The implanter was not comfortable deploying the valve in fear that it was compromised getting it past the tip of the sheath. Attempts were made to retrieve the valve into the esheath in order to remove all as one unit but was unable to get the valve inside the esheath. There was an attempt to remove everything together with the valve butted up to the esheath but the valve got stuck in the femoral artery. Vascular surgery performed a cutdown on the artery to get the valve out. A second 14fr esheath was placed through a purse string in the artery placed by the surgeon. A 26mm sapien 3 valve successfully deployed without issue. It was hypothesized that perhaps the removal of the 22 vida bav damaged the tip. As reported by the fcs, we just found out that this patient was brought to CT and was found to have a hemorrhagic stroke and has deceased.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. An image review was performed on imagery provided and the following was observed: the sheath distal tip was shown to be torn but still attached to the shaft and liner fully expanded as designed, the delivery system fully inserted through the sheath, no other images of the delivery system were returned, however, through the returned imagery of the sheath, it is possible negative interaction with sheath tip may have cause the valve to dislodge off balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed per provided imagery. Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the device history records (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Per complaint description "tip is torn and looks inverted a bit from the tip. Pulling back on the balloon caused the tip to go inwards. Was met with resistance and fluro showed sheath bending and didn't allow the valve to pass." As such, it is possible the damaged sheath may have caused suboptimal withdrawal conditions leading to the noted withdrawal difficulties. Further excessive manipulation in the attempted withdrawal could have then led to the reported dislodgement of valve from balloon on delivery system. However, without applicable device imagery, a definitive root cause is unable to be determined. Based on the available information procedural factors, non-coaxial withdrawal, crimped valve, withdrawal of crimped valve/delivery system not as a unit, damaged sheath, excessive manipulation may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-03644. Additional information was provided through voluntary mw5106929. On passing the tavr prosthesis through the esheath, the prosthesis abruptly met stiff resistance at the tip of the esheath (unclear mechanism; tip of esheath was found to be split/frayed upon removal). This resulted in the extra stiff coming out of the left ventricle. The tavr prosthesis did go through the esheath, but it was decided to remove sheath and valve en block because passing back into the left ventricle with wire would be highly challenging especially in light of this patient's anatomy. This was followed by successful tavr and surgical closure of incision in the right common femoral artery and external iliac artery. Angiogram showed good flow down right iliofemoral system without significant stenosis and no extravasation. Perclose achieved good hemostasis of the left femoral artery. The investigation is still ongoing.